Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. Visual and microscopic examination of the balloon noted the balloon material was creased. The device was then attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated within its recommended deflation time of less than 60 seconds. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, deflation difficulties were encountered. Vascular access was obtained via the forearm. The 50 - 75% stenosed lesion was located in the mildly tortuous and non calcified basilica vein. A 8-4/5.8t/135 ultra thin diamond balloon catheter was advanced to the target location. On the first inflation the balloon was inflated to 12 atms. Upon deflation the balloon took approximately 30 seconds to deflate. Next, the inflation device was removed and saline was injected to inflate and deflate the balloon. The balloon was deflated and came down a little better. Before the balloon was reinserted to treat a different lesion a mixture of 2/3 saline to 1/3 contrast was used, and the deflation issue did not reoccur. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during an unspecified treatment procedure, deflation difficulties were encountered. Vascular access was obtained via the forearm. The 50 - 75% stenosed lesion was located in the mildly tortuous and non calcified basilica vein. A 8-4/5.8t/135 ultra thin diamond balloon catheter was advanced to the target location. On the first inflation the balloon was inflated to 12 atms. Upon deflation the balloon took approximately 30 seconds to deflate. Next, the inflation device was removed and saline was injected to inflate and deflate the balloon. The balloon was deflated and ¿came down a little better. Before the balloon was reinserted to treat a different lesion a mixture of 2/3 saline to 1/3 contrast was used, and the deflation issue did not reoccur. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.